Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. The handpiece that was used during the event was also tested. The field service found no issues with the handpiece. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s right operative eye. The corneal burn required a suture to close the wound. The expected outcome is no complications.